Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(6) 2015: this case concerns male pt who died due to an unk cause after receiving one one injection of synvisc one. Due to the limited info available at this time the causal relationship between the event and the product could not be excluded completely. Further info regarding the underlying cause for death, autopsy details and the clinical course of the pt is required to make complete case assessment.

Event description:
This solicited device case was received on (B)(6) 2015 from the pt's daughter. Pt ID: unk; country: (B)(6). Study title: pt support program involving synvisc one. This case concerns a (B)(6) male pt who passed away after receiving treatment with synvisc one. No medical history, past drug, concomitant medication or concurrent conditions was reported. On (B)(6) 2014, the pt received treatment with intra-articular synvisc one injections at a dose of 6 ml once (batch/lot number: s1302 and expiration date: unk) into unspecified location for osteoarthritis. The pt's daughter reported that on an unk date, the pt passed away due to unspecified reason. It was unk if an autopsy was performed. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter causality: not reported.

Event description:
Passed away [death nos]. Case narrative: based upon additional information received on (B)(4) 2019, the company causality initially assessed as reportable was updated to not reportable. Additionally, the case was updated to non-valid. Initial information received on (B)(4) 2015 regarding a solicited valid serious case received from a consumer (patients daughter), in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: (B)(6). Study title: patient support program involving synvisc one. This case involves a (B)(6) years old male patient who passed away, after he was treated with hylan g-f 20, sodium hyaluronate (synvisc one). No medical history, past drug, concomitant medication or concurrent conditions was reported. On (B)(6) 2014, the patient received treatment with intra-articular hylan g-f 20, sodium hyaluronate injection at a dose of 6 ml once (batch/lot number: s1302 and expiration date: apr-2016) into unspecified location for osteoarthritis. The patient's daughter reported that on an unknown date, the patient passed away due to unspecified reason. It was unknown if an autopsy was performed. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the production and quality control documentation for lot # s1302, with expiration date (apr-2016) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # s1302, no CAPA was required. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA is required. Reporter causality: unknown (un-assessable). Company causality: not reportable. Additional information was received on (B)(4) 2015, ptc results were added. Follow up information was received on (B)(4) 2015. The health care professional denies being the primary care physician of the patient and did not have any information regarding patient's cause of death, medical history or medications. Follow up was received on (B)(4) 2015. No new information was received. Additional information received on (B)(4) 2019 from patient's family member. Case updated to non valid and company causality updated to not reportable and reporter causality to unassessable. Clinical course updated. Text amended accordingly.